Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a MRI scan. During the interrogation, high capture threshold was observed on the right ventricular (rv) lead. The capture value has changed from last device check on (B)(6) 2018. The impedance has also increased since (B)(6) 2019. The rv sensing was normal. The patient has been falling multiple times due to clutter at house. Programming changes were made. There was no patient consequences. The patient will continue to be monitored.